Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances. Reprograming was done and able to capture the left side but not much. Database analysis showed no signs of anomalies. The patient underwent a lead replacement procedure and was doping well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event.